Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-jan-09, additional information from the hcp stated they did not have any record of a catheter tip granuloma, and that they did not know who wrote the "catheter tip granuloma" note on the MRI order. The hcp stated that their copy of the MRI order did not mention a catheter tip granuloma. The patient's weight was (B)(6). As of (B)(6) 2018.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#:(B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for spinal pain. It was reported that magnetic resonance imaging (MRI) of the patient¿s thoracic spine was ordered. It was unknown if the procedure was due to a problem with the patient¿s device or therapy. Signs, symptoms, or diagnosis related to the patient¿s device or therapy was unknown; however, a note on the order indicated ¿catheter tip granuloma¿ which had not been confirmed. The date of the event was unknown. It was noted that the patient has had their stimulator implant removed. No further patient complications have been reported as a result of this event.